Event description:
It was reported that the patient underwent generator and lead replacement due to battery depletion and high impedance. The surgeon historically discards explanted products and therefore return of the suspect device is not expected to date. No further relevant information has been received to date.

Event description:
It was reported that the patient has high impedance and was referred for replacement. Surgery is likely but has not occurred to date. No additional or relevant information has been received to date.